Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), (B)(4), implanted: (B)(6) 2013, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving sufentanil 2,000 mcg/ml; 159.7 mcg/day and bupivacaine 26 mg/ml; 2.077 mg/day via an implantable pump. Indication for use was non-malignant pain. The date of the event was approximately (B)(6) 2018. It was reported the hcp ordered a catheter dye study due to the daily dose being increased twice over the past couple months. The patient had related there was no increase in pain relief. The patient had titrated off all oral pain medications so that might be the issue. The hcp wanted to check the catheter. On (B)(6) 2018 the radiologist was unable to access the side port of the pump due to it appeared the pump had flipped. The radiologist attempted many times, but the orientation of the pump appeared to have flipped. The patient was referred back to the hcp to address the possible problem. The patient was scheduled for a refill on (B)(6) 2018 by a pentec nurse. The plan was to call the nurse, so she can provide her assessment as well. The issue was not resolved. Patient status was alive - no injury. It was unknown if surgical intervention was planned. Patient weight and medical history were asked and will not be made available. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. The pump had not flipped since the nurse was able to complete a refill several days later. It was unknown if any interventions were performed. The patient experiencing no pain relief was resolved.